Event description:
It was reported that a gauge reading issue occurred. The target lesion was located in the superficial femoral artery. An encore 26 single balloon catheter inflation device was selected to inflate a 5x80mm wanda balloon catheter. During inflation, it was noticed that the gauge needle would not move. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The encore device was disassembled and the complaint components were visually inspected with no issues noted. Device was reassembled and a functional test of the complaint device was carried out which revealed no issues. No issues were noted with the gauge needle of the complaint unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a gauge reading issue occurred. The target lesion was located in the superficial femoral artery. An encore 26 single balloon catheter inflation device was selected to inflate a 5x80mm wanda balloon catheter. During inflation, it was noticed that the gauge needle would not move. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.